Event description:
Info received indicates the brake can be set on all casters but the caster stem is broken on the right foot brake caster, causing the ratchet to slip.

Manufacturer narrative:
The tech replaced the right foot brake caster to repair the stretcher.